Event description:
It was reported that the customer received two no delivery alarms from her insulin pump. The customer's blood glucose level was in the 210 mg/dl range. The customer's mother stated that an infusion set change resolved the alarms. The customer also had lost sensor alerts. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).